Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving battery faults. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.